Event description:
Boston scientific analyzed this returned pacemaker and initial analysis suggests that its battery may have depleted prematurely. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, available information indicates that the device experienced at least one system reset on the date of explant. System resets have been shown to occur due to exposure to electrocautery. It is normal operation for the device is to display the highest threshold recorded during a week in the daily measurements table, however if during that week one of the measurements resulted in the device entering retry mode that is also indicated.